Event description:
An olympus representative reported (on behalf of the customer) that the video system center had a b30 and e216 scope error. The issue was found during reprocessing for a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to a faulty video connector, the b30 and e216 errors occurred. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the error codes were due to faulty scope socket. However, the specific cause of the faulty scope socket was not established at this time. Olympus will continue to monitor field performance for this device.